Event description:
It was reported that this system was explanted due to unknown reasons. A new system was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in h6: patient codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system was explanted due to unknown reasons. A new system was successfully implanted. No additional adverse patient effects were reported. Additional information indicates that the system was explanted due to infection. No additional adverse patient effects were reported.